Manufacturer narrative:
(B)(4). Labeling indicates: inserting the sensor and wearing the adhesive patch might cause infection, bleeding, pain or skin irritations (e.g. Redness, swelling, bruising, itching, scarring or skin discoloration).

Event description:
Dexcom was made aware on (B)(6) 2023, that on (B)(6) 2023, the patient experienced a skin reaction. The sensor was inserted into the arm, which is off-label usage of the device, on (B)(6) 2023. It was reported that the patient experienced a skin reaction with itching, burning, rash, redness, and inflammation extended beyond the patch perimeter, which occurred one day after the sensor had been inserted in the arm. The patient did not clean the area before placing the sensor. On (B)(6) 2023, the patient consulted a doctor, who prescribed an oral antibiotic (amoxicillin with clavulanic acid). At the time of the report the infection was healing. No additional event or patient information is available.